Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported limited system movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
H10: siemens conducted a detailed investigation of the reported event. The investigation was performed through analysis of the system log and returned part. The investigation concluded the system malfunction was caused by the malfunctioning footswitch. Additional investigation of the malfunctioning foot switch was performed. The visual assessment revealed the footswitch was in bad condition. The footswitch was showing extreme signs of wear and was heavily soiled. The technical analysis showed the pedals only reacted sporadically when the connector cable was bent in different directions. This indicates that some lines in the connector cable must be broken (root cause). The ax_scu 1224 error was triggered by the broken cable in the footswitch, resulting in slow system movement. A general systemic error has not been identified. The occurrence rate of the identified root cause was checked, and no error accumulation was identified. The occurrence rate is below the defined threshold. No corrective action is necessary. Internal ID # (B)(6).